Event description:
The report stated that upon activation during a procedure, four devices produced a flame and smoke near the activation button. The area under the activation button was blackened. Another device was used to complete the procedure without incident. There were no injuries to the patient or operating room staff as a result of the incident. Additional devices used in the same surgery can be found on 1717344-2008-00604, 1717344-2008-00605 and 1717344-2008-00606.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. We were informed that at least one device was reprocessed by being soaked in disinfectant three to five times. Other devices may also have been reprocessed.